Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that multiple attempts were made to obtain a reading from patient's sensor post op but was not successful. Calibration was delayed until (B)(6) 2016 due to patient factors. The patient was able to transmit two successful readings, however the signal strength was not perfect. The heart failure specialist recommended that the patient undergo an echocardiogram. The echocardiogram readings were the same that the external hospital unit was obtaining therefore no recalibration was done. Patient is able to send consistent readings.